Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Visual inspection noted one magic 3 go intermittent catheter was received in the original opened packaging. Visual evaluation noted the catheter was not bent on return. The device did not have any evidence of damage on the exterior to support that it may have been kinked or bent before. This meets specifications as parts shall be free of mechanical damage, holes, tears, scratches, or gouges, when visually inspected. The device history record review was not required as the reported event was unconfirmed. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the intermittent catheters were bent. As per the sample evaluation results, 7 used samples have been returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheters were bent. As per the sample evaluation results, 7 used samples have been returned.